Event description:
It was reported that the patient presented to the clinic for a routine follow up. The atrial lead exhibited noise. The device was reprogrammed. The lead remained implanted. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.